Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. According to the complainant, the physician performed a hysteroscopic polypectomy and resected a small polyp with less than 1cm in size prior to starting an hta procedure. The physician performed the hta procedure and after 2 minutes and 30 seconds into ablation, a fluid was noted leaking from the cervix. There was no indication of cervical or vaginal burn. During this time, there was no fluid loss alarm detected. The procedure was continued until the physician felt that there was bloody fluid that was warm but not hot to touch. The physician padded the area with gauze and proceeded. The hta device did immediately show there had been a 5-6cc loss detected. The physician assessed and observed that the gauze that she placed was dry. With 2 minutes left in the ablation phase, the patient experienced breathing complications and aborted the procedure. During cool down, there was a "kinked tubing alarm" every 10 to 15 seconds within the 90 second cool down phase indicating tissue restricted the flow of fluid which led to a manual cooling timer of 10 minutes. The nurse cut the procerva sheath tubing and manually flushed room temperature normal saline through the inflow tubing. The sheath was removed when cooling was complete. During this time, the patient was in respiratory distress and continued to cough and vomit. Reportedly, this was caused by saliva in the airway and the patient was placed in an upright position by the anesthesiologist. The patient continued to vomit and reported pain. The patient was subsequently admitted to the hospital. Reportedly, the current condition of the patient was fine and was discharged from the hospital.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. According to the complainant, the physician performed a hysteroscopic polypectomy and resected a small polyp with less than 1cm in size prior to starting an hta procedure. The physician performed the hta procedure and after 2 minutes and 30 seconds into ablation, a fluid was noted leaking from the cervix. There was no indication of cervical or vaginal burn. During this time, there was no fluid loss alarm detected. The procedure was continued until the physician felt that there was bloody fluid that was warm but not hot to touch. The physician padded the area with gauze and proceeded. The hta device did immediately show there had been a 5-6cc loss detected. The physician assessed and observed that the gauze that she placed was dry. With 2 minutes left in the ablation phase, the patient experienced breathing complications and aborted the procedure. During cool down, there was a "kinked tubing alarm" every 10 to 15 seconds within the 90 second cool down phase indicating tissue restricted the flow of fluid which led to a manual cooling timer of 10 minutes. The nurse cut the procerva sheath tubing and manually flushed room temperature normal saline through the inflow tubing. The sheath was removed when cooling was complete. During this time, the patient was in respiratory distress and continued to cough and vomit. Reportedly, this was caused by saliva in the airway and the patient was placed in an upright position by the anesthesiologist. The patient continued to vomit and reported pain. The patient was subsequently admitted to the hospital. Reportedly, the current condition of the patient was fine and was discharged from the hospital.

Manufacturer narrative:
(B)(4).